Event description:
The patient underwent a successful reverse shoulder arthroplasty, at the first clinic visit prost procedure there were no issues noted. At the second visit six weeks post operative, the patient did not present with any abnormal symptoms, however, x-rays revealed a closed non-displaced acromion fracture. The patient was advised to follow up at the clinical in sx weeks and to continue with the physical therapy plan. There was no action taken for the fracture. The surgeon stated the fracture was possibly related to the surgery and the device. No other information was provided.